Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited intermittent power issues when the endoscope power supply plug was inserted or moved. The issue occurred during reprocessing. There were no reports of patient involvement.